Event description:
Related manufacturer report number: 2017865-2022-16397 during an initial implant procedure, high pacing impedance was noted when the device was connected. A connection issue with the device was suspected. A new device was used and the high pacing impedance was still noted. No further intervention was performed. The patient was stable and will continue to be monitored.